Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the keypad button error issue, an insulin flow-blocked alarm, and the hairline fracture on the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-332a, and unomedical. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of dec 05, 2024, or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained and faded). Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage confirmed at back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.